Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up (2/14/2014)-device evaluation: the meter, usb cable, and ac adapter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the usb cable and ac adapter have passed testing with no faults found. However, the subject meter was found to have contaminated pc board. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.